Event description:
Additional information was provided from a consumer stated that they reached out for assistance clearing data again. The agent provided guidance and successfully cleared data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that 'a couple weeks ago', they started having problems with their equipment. Patient stated 'it (the connection) would get up to 90% fairly quickly in one spot, and then you have to constantly move it (communicator) and tap (handset screen), and finally it would get to 10%. Sometimes, it would go all the way through and say do you want to continue,' and did that several times. Patient mentioned this afternoon, they had 'something red' pop up on the screen, and they had to do a tutorial and start all over again (reconnect tothe pump). Patient mentioned it seemed like one of the two devices was going low on it or something or it just seemed like one of the equipment pieces did not do it correctly. Agent suspected message screen patient saw was 'myptm app not responding, close app or wait,' but patient was unsure of service code/message screen when asked. Patient also mentioned they had to charge the communicator every night now instead of every other night, and if they did not charge it that frequently, 'it takes a long time to do it (connect).' Patient stated charging the communicator more was helping them connect but wanted to check on it. Patient unlocked handset and already was connected to myptm app. Patient read an expected 7 boluses left today with a 1 hour and 12 minute lockout. Agent reviewed considerations and patient cleared data. Prior to data clear, data was 4.19 mb. Patient agreed to monitor and would call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: hh9020tdd, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.